Manufacturer narrative:
Per the good faith effort (gfe) response received on april 30, 2026, the biomedical equipment technician managed to get a reading below 300 milliohms after checking the ground wire connection on the port. Everything looked good after the biomedical equipment technician inspected the connections, so when the biomedical equipment technician attempted to measure again with the guidance of the rse, the biomedical equipment technician managed to get the right reading on a later attempt. The biomedical equipment technician therefore confirmed and concluded that all is resolved as no malfunction was found.

Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safety test failed at the gas outlet port with a high and out of tolerance high reading. There was no patient involvement at the time the issue was discovered as the issue occurred during performance verification test (pvt). No patient or user harm was reported. The customer called technical support to report that the electrical safety test failed at the gas outlet port with a high and out of tolerance high reading; the reading was greater than 300 milliohms (mohms) at the gas outlet port. The remote service engineer (rse) had the customer take a reading at the ground wire connection on the back side of the gas outlet port, but the reading was still greater than 300 mohms. The rse then advised the customer to inspect the other end of that ground wire, where it connects to the grounding terminal block, and clean the connection; if that did not resolve the issue, the rse also recommended that the customer should replace the gas outlet port to ground cable for repair. The investigation is ongoing.